Manufacturer narrative:
UDI no: (B)(4). The associated complaint devices were not returned. A review of the manufacturing and sterilization records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved or additional information, our investigation cannot proceed. If the devices or new information are received in the future, this complaint can be re-opened. No further actions are being taken at this time; we will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that revision was performed to exchange the articular insert.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.